Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedances above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and after the lss, signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing as well as suspected inappropriate atrial tachy response (atr) episodes were noted, suspecting oversensing on unipolar configuration. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedances above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and after the lss, signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing as well as suspected inappropriate atrial tachy response (atr) episodes were noted, suspecting oversensing on unipolar configuration. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the patient recently experienced shortness of breath and symptoms similar to flu. The physician noted that the patient was in atrial fibrillation (af) and thus these symptoms were associated with the af and opted to perform a cardioversion. It was also noted that the system continues to exhibit far field oversensing which during the af episodes was falling into the blanking period. No adverse patient effects were reported from the system observations. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedances above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and after the lss, signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing as well as suspected inappropriate atrial tachy response (atr) episodes were noted, suspecting oversensing on unipolar configuration. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the patient recently experienced shortness of breath and symptoms similar to flu. The physician noted that the patient was in atrial fibrillation (af) and thus these symptoms were associated with the af and opted to perform a cardioversion. It was also noted that the system continues to exhibit far field oversensing which during the af episodes was falling into the blanking period. No adverse patient effects were reported from the system observations. This system remains in service.